Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her son's infusion sets were leaking, and insulin was not delivered which led to increased blood glucose level of over 600 mg/dl. Further, they changed out the infusion set to try and tried to deliver a bolus to resolve the issue but eventually this led to an emergency visit. Reportedly, the patient experienced diabetic ketoacidosis, respiratory acidosis and had high ketones. The health care professional assessed her ketone level as dangerous and life threatening. The patient arrived in the emergency room with blood glucose level of 600 mg/dl, stayed there for about 6 hours and received some insulin drip. The patient left the emergency room with blood glucose level of 300 mg/dl (blood glucose was still out of range and the patient still had diabetic ketoacidosis). Subsequently, the patient was hospitalized and received insulin drip which resolved the issue but had a permanent damage as respiratory acidosis. Moreover, it was stated that there was no damage noticed when the package was first opened, and the infusion set was brand new. No further information available.